Event description:
It was reported that during an off label transcatheter heart valve (thv) procedure in a patient with a left ventricular assist device (lvad), a suspected device malfunction occurred. Deployment of the valve was initiated in accordance with the instructions for use (IFU), however, during the procedure there was difficulty with the deployment resulting in the thv deployed lower than intended. Reportedly locators on the valve perforated the right and left coronary cusps. At the conclusion of the procedure the patient remained stable. Aortic insufficiency was still classified as sever. A valve-in-valve procedure is planned following tissue healing. The delivery catheter was returned to jenavalve for investigation. Investigation is ongoing.